Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a bilateral stent placement procedure in the common bile duct of a (B)(6) male cancer patient (patient weight is unknown). During stent deployment, the guide catheter broke and 4cm of the guide catheter remained within the deployed stent inside the patient. The physician did not make an attempt to retrieve the guide catheter fragment as drainage was achieved. The procedure was completed with no patient complications and the patient was reported to be stable after the procedure. The patient is not scheduled for a procedure for removal of the guide catheter fragment.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a bilateral stent placement procedure in the common bile duct of a (B)(6) male cancer patient (patient weight is unknown). During stent deployment, the guide catheter broke and 4cm of the guide catheter remained within the deployed stent inside the patient. The physician did not make an attempt to retrieve the guide catheter fragment as drainage was achieved. The procedure was completed with no patient complications and the patient was reported to be stable after the procedure. The patient is not scheduled for a procedure for removal of the guide catheter fragment.

Manufacturer narrative:
A visual evaluation of the returned device revealed the guide catheter was separated from the pullwire/cannula and not returned for evaluation, as it remained in the patient. There was no damage to the push catheter, the ramp window, or the welded cannula that attaches the guide catheter assembly to pullwire. The push catheter was cut open and the positive stop cannula on the pull wire appeared to have shifted from its location. The handle functioned smoothly. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.